Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a charging pad for an ilet pump would illuminate when the pump was placed on the pad but the charging light would not remain on, and the pump did not reliably charge, while the pump otherwise functioned and blood glucose control was unaffected. Symptoms included no clinical effects. Outcomes included no impact on use beyond the charging inconvenience and no medical intervention. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed a charger performance issue consistent with intermittent charging of the external power/charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging pad.